Manufacturer narrative:
A ge service rep performed an on site investigation. The microprocessor was found not fully seated. The microprocessor was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not boot up prior to a case. No patient injury was reported.